Event description:
It was reported that during a percutaneous coronary intervention (pci) stent damage occurred. The lesion was located in the distal segment of a saphenous vein graft (svg). The lesion was described as 14mm long, with a vessel diameter of 5.5mm and a significant bend (between 45 and 90 degrees). The lesion was not predilated and a promus element 4.0x28mm was introduced via femoral access, with a 6f mpa1 guidecatheter. The stent was deployed up to 20atm. A maverick xl balloon (5.5 x 15mm) was then used to post-dilate. Some resistance was noticed when crossing the proximal stent strut and a "minor" stent deformation was noticed on the angiogram. The balloon was removed without performing inflation. Another unspecified 4.5x8mm post-dilation balloon was then used and post-dilated the distal segment of the stent up to 25 atm. Another post dilatation was then performed in the more proximal segment. An ivus catheter was used to check the stent apposition and the state of the lesion. The maverick xl balloon was used again, but when attempting to cross the stent, a new deformation occurred, causing a shortening of approximately 12mm by angiographic assessment. The physician managed to get the balloon across, and post-dilated the stent up to 25 atm. A further 5.0x28 mm non-bsc stent was deployed up to 25atm to cover the deformed stent and the proximal part of the lesion. A final ivus run was made, and stents apposition were reported as good. The patient remained stable throughout and no further complication has been reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).